Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 16 events were reported for this quarter. Product return status: 13 devices were received. 2 devices were not available for evaluation. 1 device investigation type has not yet been determined. 16 devices were not labeled for single-use. 16 devices were not reprocessed or reused.

Event description:
This report summarizes 16 malfunction events in which the device or cutting accessory fractured. 14 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 16 previously reported events are included in this follow-up record. Product return status 13 devices were received. 3 devices were not available for evaluation.

Event description:
This report summarizes 16 malfunction events in which the device or cutting accessory fractured. 14 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.